Manufacturer narrative:
On 22-jan-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer called stating the brush head was not snapping in when placed on the handle; it sometimes fell off while brushing and it popped off in his/her mouth. Another brush head was also sliding. No injury was reported.

Manufacturer narrative:
Product return was received and product investigation is in progress.

Event description:
Consumer called stating the brush head was not snapping in when placed on the handle; it sometimes fell off while brushing and it popped off in his/her mouth. Another brush head was also sliding. No injury was reported.